Manufacturer narrative:
As it is unknown which device may have contributed to this event two additional gore® excluder® iliac branch endoprostheses used in the procedure will be listed. Pla360400, lot#20083286, UDI: (B)(4). Pla360400 lot#20204588. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: improper component placement.

Event description:
On (B)(6) 2019, the patient presented with a previously placed aneurx stent graft that was used to treat an abdominal aortic aneurysm (aaa). The top of the aneurx graft was now positioned over 4 cm below the lowest renal artery (right renal). The physician decided to place three gore® excluder® aaa endoprostheses. After placement of all three 36mm cuffs, the physician ballooned the cuffs in place to solidify placement and to balloon the appropriate junctions. During the final angio run to check for endoleaks, the lowest renal appeared to have some graft infringing upon it. The physician isolated the right renal using a catheter and decided to place a 6mm x 16mm icast stent graft in order to ensure patency. The icast stent was deployed successfully and the endoleak was resolved. The patient is reportedly doing well.